Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding the patient. It was reported that they never met with the patient because the MRI was never performed. The patient¿s device had been turned off since (B)(6) 2017. It was determined that the patient¿s device needed to be restarted in order to find MRI eligibility. The patient confirmed understanding and was to charge the device and call back for an appointment. It was noted that the patient had another MRI scheduled on (B)(6) at a different facility. The patient¿s weight was noted to be (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported they do not have all the information but patient has a restore device. Caller reports patient's ins has been in overdischarge for over 5+ years. Caller wanted to know if overdischarge can be recovered. Reviewed overdischarge process. Rep later reported patient and device information and that the ins is still overdischarged and rep will return to attempt recharge.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the ins was not working. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined;the root cause of the ins not working remains unknown and follow-up has been conducted to obtain this information. Contributing factors remain unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue has not been resolved. Pt will schedule an appointment to attempt to recover the overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not working and in the off position. The patient was getting an MRI that was unrelated to the device. No symptoms and no further complications were reported as a result of this event.